Event description:
It was reported following a heart catheterization procedure, a 6f angio-seal vip was used on the right femoral arteriotomy. The pre-deployment femoral angiogram revealed the femoral artery diameter to be less than 4 millimeters in circumference. Approximately one hour later, the pt complained of right leg pain. The pulses to the right leg were compromised. The patient underwent surgical intervention. The angio-seal was removed. The pt was not taking prescribed anti-coagulants.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal in pediatric patients or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.